Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The patient had a long stenosis in the left middle cerebral artery, and the physician planned to place two stents to cover the entire length of the lesion. The physician measured the diameter of the vessel and selected an appropriately sized stent based on this measurement. The stent was deployed in the vessel without any issue. Imaging taken post deployed revealed that the vessel had a larger diameter than initially believed and the stent was unable to cover the lumen well as the vessel lumen was larger than the stent. The stent did fully open. The physician stopped the procedure without placing any further stents. The patient was reported to be "safe".